Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported that the patient experienced soreness and discomfort (pain) at the scs ipg site. Over the counter lidocaine patch was recommended by the physician. Reportedly, there are no signs of redness or infection at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received that surgical intervention was undertaken wherein the scs system was explanted on (B)(6) 2017.